Event description:
Patient was revised due to loosening of the femoral and tibial components. Intraoperatively found poly wear of the insert.

Manufacturer narrative:
Examination was not possible as product was returned. The root cause could not be determined, but initial report indicates that infection may have been a contributing factor. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.